Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump would frequently shut itself off and display would be blank. The customer's blood glucose was not known. During troubleshooting, customer stated the insulin pump was not bumped, dropped, or exposed to moisture. No relevant damage or corrosion was noted. The customer did not have a new battery with which to test the insulin pump and was advised to insert new battery as soon as possible. Customer was further advised a replacement battery cap would be sent and to revert to a back-up plan until replacement would arrive.